Manufacturer narrative:
Concomitant medical products: c6tr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after radiation therapy the left ventricular lead threshold climbed and the lead impedance climbed and was also high. The right ventricular lead threshold also climbed and the lead impedance fell. Both leads were capped and not replaced and the patient received a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.